Manufacturer narrative:
Device return evaluation was completed. Initial leakage and electrical safety tests were performed. During incoming inspection, a leakage found at biopsy channel. In addition, it was observed that biopsy channel has foreign objects. Furthermore, following findings were noted: sc cover corroded. Aw and suction cylinder discolored. Ks mouthpiece has a dent. Ud knob chipped. Grip shaved. Flexibility adjustment ring damaged. Switch box dented. Switch 1 has a pinhole. Universal cord has buckles. Plug unit corroded. Sc case dented. Ccd lens scratched. Connecting tube scratched. Connecting tube dented. Lg lens cracked. C-cover chipped. Bending tube deformed. Angulation out of standard. Service repair noted that the reported fault is likely a result of mishandling the device. Major repair is required to return the device to original equipment manufacturer (OEM) standards. Investigation is ongoing, this report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "does not pass the cycle in the endoscope washer due to repeated "channel 7 blocked alarm ". The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation noted foreign objects were found inside the biopsy channel. This report is being submitted for foreign objects found inside biopsy channel on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but it was not possible to identify the foreign material. As there was damage to the biopsy channel, it was considered possible that the foreign material could not be repoved due to physical damage to the device. The user can detect the suggested event properly in accordance with the following instructions for use (IFU): "operation manual: inspection of the endoscopic system inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." As for reprocessing of biopsy channel, the IFU states as follows: "reprocessing manual: precleaning the endoscope and accessories aspirate water; manually cleaning the endoscope and accessories_ brush the channels; aspirate detergent solution through the instrument channel and the suction channel; remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.